Event description:
A customer reported to baxter (B)(4) a light sensitive drug set in which the overpouch was damaged. The alleged defect was observed before use. There was no patient involved. Therefore, there were no reports of patient involvement, patient injury, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. Baxter will continue to monitor similar reports to determine if further actions are required. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A photo of the actual sample was available for evaluation. Visual inspection of the photo revealed holes in the pouch. Therefore, the reported condtion was confirmed. An assignable root cause could not be detemined. As an immediate action to remediate the issue of damaged/open pouches, a new deflation system is installed in the packing machines; this equipment allows the removal of the air excess inside the pouches and then avoiding applying an extra pressure on the sets during packing. A batch review was performed on the reported lot with no deviations found. This issue is being investigated through CAPA.